Event description:
Reporter stated the customer was hospitalized with hyperglycemia. His blood glucose elevated to "hi" (>600 mg/dl) despite delivering insulin via the infusion device. He was vomiting and he went to his doctor, who sent him to the emergency room. He was admitted to the hospital and placed on an IV with fluids, and he was treated with insulin injections throughout the night. He was discharged from the hospital on (B)(6) 2015. The customer and hospital staff believe the infusion device was not delivering insulin correctly. The alleged product was requested for evaluation.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.